Manufacturer narrative:
The field service technician was not able to replicate the described error. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported during the visualization of the endoscopic image the doctor could visualize the bladder in focus while using evis exera iii video system center. When progressing to the prostatic approximation, the image was blurred and presented a magenta and yellow color. They changed the camera, light cable, telescope, light source and monitor and the reported event did not improve. The device was traded out with a similar device and the same event occurred. During a video call with a olympus technician they troubleshooted the processor settings and the image did not improve. The doctor terminated the surgery due to the conditions. This event requires 2 reports. The related patient identifiers are as follows: (B)(6) represents the first evis exera iii video system center. (B)(6) represents the second evis exera iii video system center. This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, since the event could not be reproduced, the cause could not be identified. Therefore, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.